Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose level of 454 mg/dl. The customer also reported that he had serious discrepancies between his sensor glucose readings and his blood glucose readings. His sensor glucose value was 46 mg/dl but his blood glucose level at that time of the event was 491 mg/dl. While troubleshooting the customer received a calibration error. The product was not returned. Nothing further to report.